Event description:
Surgical team and surgeon reported that while implanting the powerport clearvue slim implantable port, the wire would not advance through the catheter. Surgeon checked the wire away from patient also with no advancement. New powerport obtained and surgery continued. Catheter, packaging and kit saved. Powerport clearvew slim implantable port: bard, ref# 1616000, lot#rekx2730, exp:1/31/2027.